Event description:
Complainant alleged that while medics responded to a call for a pt who was found not breathing and unresponsive. The device was attached to the pt with electrode pads and was unable to detect an ECG signal. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired; however, it was not related to the reported malfunction.